Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new spectra penile prosthesis (spp) consisting of a 9.5cmx12mm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Information added. Implant date removed. Explant date removed.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was explanted at unknown date and a new spectra penile prosthesis was implanted. No patient complications were reported.